Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated short interval counts (sic) and non-sustained episodes. The electrogram from the episodes showed intermittent post sensed t-wave oversensing (twos), but there was no evidence real time. The lead remains in use. No patient complications have been reported as a result of this event.